Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female patient had a peeling rash under all three therapy electrode (te) pads that was itchy, raw, and painful. It was reported that the patient went to visit her doctor, who advised the use of the unscented lotion on the ara. It was then reported that the patient used lubriderm on the area and the burning rash went away.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.